Manufacturer narrative:
Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
It was reported that during an unknown procedure, to puncture with the single use aspiration needle, the safety device was locked, and it was difficult to release. As such, the needle was bent when removed from the endoscope. The thoracic surgeon requested a scan wherein foreign object corresponding to a needle tip was displayed on the scan. Surgical intervention was required to remove the object from patient's body. No health hazards were reported. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been less than 1 year, since the subject device was manufactured. Based on the results of the investigation, it was determined, that the needle tube was broken by the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue, during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, the root cause of the reported event could not be identified (needle bending/breakage requiring surgical intervention to retrieve). The event can be detected/prevented, by following the instructions for use (IFU), which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image, while considering such bending. Otherwise, patient injury such as perforation, bleeding or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands, because the needle may break. Use a spare needle instead¿. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.